Event description:
Reported as: "port broken" (leak).

Manufacturer narrative:
No taper. (B)(4). The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number. The info has not yet been received by allergan. No form of strain relief and/or taper was used by the MFR in the production of the device in 1992. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. No add'l info has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage.